Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: b5. The device was not returned to olympus for inspection and so the reported failure of display was noisy was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was supplied by the customer. When examining the patient with the fiberoptic bronchoscope, after inserting the console and turning on the switch, the screen becomes noisy and blurred. The console is immediately turned off, the bronchoscope is pulled out, and another bronchoscope is used for the patient's examination. A subsequent leak test indicates an air leakage point in the line connected to the console's power supply terminal. The intended procedure was completed with an olympus backup device. There was no report of patient harm associated with this event.

Event description:
It was reported that the fiberoptic bronchoscope display was noisy and it was unknown whether the image was recognizable. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.